Manufacturer narrative:
The manufacturer's field service engineer performed troubleshooting and confirmed the reported issue. The fse replaced the blower, power switch overlay, printed circuit board assembly and central processing unit to address the assembly. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator would not power on. The device was in use; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 05nov2018. Date of manufacturer: 01nov2018. Parts were returned to philips for evaluation. An electrical component failed to make contact with a component on the power management board, resulting in error codes. The device failing to power on allegation could not be duplicated during the evaluation of the unit.